Event description:
The caller reported experiencing air bubbles in the infusion set tubing, which occurred during pumping rather than the tubing fill sequence. The customer confirmed that her blood glucose level did not exceed 500 mg/dl or read as "high." Technical support advised the caller to use room temperature insulin when filling the cartridge, which the caller acknowledged. She was also instructed to fill out a new cartridge and resume insulin delivery after the call.